Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 02/18/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The wearable was inserted on the arm on (B)(6) 2025. According to the patient¿s sibling, the patient experienced inflammation and pain that extended beyond the patch perimeter. The reaction was treated with a prescription of an oral antibiotic, cephalexin 4 times a day. There was no documentation of further medical intervention. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.